Manufacturer narrative:
(B)(4). D10: 110025128 frdm cnstr hd 32mm t12/14 std 487260. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on an unknown date. The patient has a history of recurrent instability and required the freedom constrained construct. The desire was to maintain the shell and provide maximum motion. The patient had a recent dislocation with the constrained liner implanted from the previous surgery. During the reduction, the surgeon was able to demonstrate subluxation indicating wear of the liner introitus. The patient is need of a new liner and requesting a custom implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the left hip arthroplasty. A definitive root cause cannot be determined for the dislocation, subluxation, and wear. The surgeon indicated he is waiting for a new custom liner to replace the current one. The surgeon leaving the current liner in place will not be considered user error at this time due to requesting a custom implant. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.